Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) moved in the patient following a car accident. The patient reported that ¿it¿s not feeling right¿ and the device was sticking out of the skin and jabbing the patient. The patient was hurting and stated that it felt ¿like a prickly pear, like a needle sticking in my own stick.¿ the patient stated that it had been discussed with a physician. The device remains in use. No further patient complications have been reported as a result of this event.